Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received motion sensor test failure, motor position encoder error alarm and a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.